Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having high blood glucose and was taken to emergency room. Customer's blood glucose was 556 mg/dl. Customer stated that hospital took out the insulin pump and stated that the insulin pump was periodically not working. Customer stated that he tried to bolus but the blood glucose kept going higher and higher. Customer stated that he does not feel comfortable with the insulin pump and wanted a replacement. Customer was hospitalized last (B)(6) 2015 for high blood glucose and diabetic ketoacidosis that ultimately led to heart attack and had heart surgery to place 2 stent in his heart. Troubleshooting was done. It was found that the insulin pump alarmed no delivery and off no power. No further information provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.